Event description:
It was reported that the pacemaker was found in backup vvi (bvvi) mode during quality check at the distribution center. The pacemaker was not used. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The report event of pacemaker in backup mode was not confirmed. Provided session record showed device reset has triggered and the reset was confirmed in device image when device was received. Analysis on the device image indicated the cause of reset consistent with an anomalous integrated circuit on the hybrid. No other anomalies were found during the analysis.